Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the rv lead integrity alert triggered. It was noted sensing integrity counts went up to 1943 (within 2 days), along with ventricular tachycardia (vt) non-sustained (ns) and high rate-ns episodes and evidence of oversensing during (B)(6) 2015 and (B)(6) 2015. The rv pace lead impedance was 4047 ohms on (B)(6) 2015 and the rv lead integrity alert (lia) warning occurred for increased sic count and 2 or more high rate-ns episodes <(><<)>220 ms on (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high rv pacing impedance, a sudden increase in pace/sense impedance, oversensing of sensing integrity counter (sic) and a suspected lead fracture. It was noted it was "likely the physician that implanted the leads accidentally placed a suture over the rv lead while fixing the right atrial (ra) lead between sleeve and header." The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.